Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device was explanted and replaced the following day. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device was explanted and replaced the following day. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This ICD was thoroughly inspected and analyzed upon receipt. Review of device memory confirmed a code 1003 was recorded on (B)(6) 2022. Memory review also confirmed the battery had sufficient voltage to maintain device function while implanted. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current draw was measured and found to be normal. The battery was subjected to detailed testing; however, the root cause for the code 1003 could not be identified.